Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment ("sdla") and tissue damage. It was reported that the mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted, reducing mr to 3. To further reduce the mr, a second clip was implanted. After deployment, the second clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr remained at 3. The patient was sent to mitral valve replacement surgery. During surgery, leaflet damage was observed. On (B)(6) 2018, the patient was confirmed to be doing well. On (B)(6) 2018, the patient died. In the physicians opinion the mitraclip did not cause or contribute to the death as there was a lot of concern with this patient prior to the procedure, due to multiple pre-existing conditions. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of mitral valve injury/tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the single leaflet device attachment (slda) cannot be determined. The reported tissue damage is likely due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.